Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm or battery out limit alarm noted. Unit alarmed a33 at 4.0 lbs during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to a33 alarm. The motor was tested outside of the device and passed. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's nurse reported that the customer was currently hospitalized due to a high blood glucose level. Nurse reported that the customer went to the emergency room the day before the call and was admitted with a blood glucose level of 553 mg/dl. Nurse reported that customer had diabetic ketoacidosis and was in the intensive care unit. During troubleshooting, the insulin pump's alarm history showed that a motor error alarm had recently been returned. Blood glucose level at the time of the call was not provided. No further information was provided.